Manufacturer narrative:
Continuation of d10: product ID evolutfx-34; serial #: (B)(6) product type: 0195-heart valves; product ID d-evolutfx-34; product type: 0195-heart valves; product ID l-evolutfx-34; product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold occurred on the first deployment attempt. The valve was recaptured and removed from the patient. A new valve was used for the procedure. No adverse patient effects were reported. Additional information was received that prior to the implant of the valve, no misload was identified. During the valve implant, the valve was recaptured due to deep placement depth and the infold was observed after the first recapture. Per the physician, there was bulky calcification due to the bicuspid valve which contributed to the infold. No additional adverse patient effects were reported. Additional information was received that during the valve deployment, an infold of the valve frame was observed. Subsequently, the valve was withdrawn from the patient and replaced with a new valve. No adverse patient effects were reported.

Event description:
Additional information was received during loading of the second valve, a misload was not identified. During deployment, the valve was recaptured once due to the valve being placed too shallow. The infold was then observed during the recapture. Additionally, a procedural delay occurred in result of the infold of the second valve. Per the physician, the patient had a bicuspid aortic valve that contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.